Event description:
The problem occurred during a cerebral embolization. When the physician was doing the text of carotid occlusion he had to use an endeavor non-detachable silicone balloon catheter. When it was tested they realized that it did not inflate. There was a small hole in the distal pole of the catheter, not in the distal portion (silicone) of the balloon. The defect was detected before the introduction into the pt.